Event description:
It was reported that after adequately predilating the vessel the sds was difficult to pass the lesion. The delivery system was removed and the guide wire was changed. The delivery system was re-inserted into the guiding catheter. The delivery system was removed again for an unk reason when the stent separated from the delivery system. A smaller balloon was used unsuccessfully in an attempt to capture the loose stent. The stent was successfully retrieved with a snare device. The procedure was completed with another companies stent.

Manufacturer narrative:
Eval summary: qa analysis of the returned device revealed the stent was returned attached to a snare device. The stent was twisted and bunched in the area where it was engaged by the snare device. Quality engineering determined there is no clear evidence that the stent was defective. The delivery device was not returned for analysis. Due to the damaged condition of the stent, no pertinent info was gained from it's analysis. No corrective action will be initiated. All stent delivery sys devices are inspected on-line to ensure that each stent is securely mounted on it's balloon. A review of the mfg device records indicates this lot passed aql inspection. The MDR is considered closed by the qa dept.